Event description:
The biomedical engineer (bme) reported that the monitor techs informed them that they are having an issue with accessing full disclosure historical data from the central nurse's station (cns). He stated that this is a known issue here at this site. When the monitor techs go into full disclosure, the time jumps back to the current time. This problem presented on all 92 of our telemetry devices. It only involved the "full disclosure" ability to scale back in time. Real time monitoring was not affected. This problem was resolved by nihon kohden computer information technology systems support (cits) who had to restarting the host 1000 server that had stopped its services. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the monitor techs informed them that they are having an issue with accessing full disclosure historical data from the central nurse's station (cns). He stated that this is a known issue here at this site. When the monitor techs go into full disclosure, the time jumps back to the current time. This problem presented on all 92 of our telemetry devices. It only involved the "full disclosure" ability to scale back in time. Real time monitoring was not affected. This problem was resolved by nihon kohden computer information technology systems support (cits) who had to restarting the host 1000 server that had stopped its services. No patient harm reported. Concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Telemetry transmitter(s) model: ni, sn: ni.